Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the c6211 device was being used during a shoulder arthroscopy on (B)(6) 2021 when it was reported that "the internal hook separated from the outer sheath". Upon further assessment, it was found the pieces were retrieved from the patient. The procedure was completed with an alternate same-like device. There was no report of injury, medical intervention, or hospitalization for the patient. There was a one minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event of "hook separated from the outer sheath" is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided. Therefore, root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of one complaint, regarding one device, for this device family and failure mode. During this same time frame 2,760 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0004. This issue will continue to be monitored through the complaint system to assure patient safety.